Manufacturer narrative:
(B)(4). Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site. The sutures of the first proglide were successfully pre-placed. When attempting to remove the second proglide device after deployment of the suture, the sutures came out with the device. The sutures of an additional proglide device were pre-placed. The sheath was upsized to a 16f and the tavr procedure was completed. When attempting to tighten the knot of the first proglide device, a suture break occurred. Hemostasis was achieved with the other proglide device sutures and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing non-conformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.